Event description:
A caller reported that her daughter received a "check sensor" message "all the time" from the adc freestyle libre sensor. The customer experienced "bad mood", anxiety, nausea, and unspecified symptoms of hyperglycemia. The customer's mother administered an insulin injection (dose unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Upon visual inspection, the sensor was returned de-cased and the battery was removed. Sensor was found to be in state 1 (indicating initial factory state). Visual inspection was performed on the sensor tail and a blood watermark was observed. No malfunction or product deficiency was identified. The complaint is not confirmed due to a user issue. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her daughter received a "check sensor" message "all the time" from the adc freestyle libre sensor. The customer experienced "bad mood", anxiety, nausea, and unspecified symptoms of hyperglycemia. The customer's mother administered an insulin injection (dose unknown) as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that her daughter received a "check sensor" message "all the time" from the adc freestyle libre sensor. The customer experienced "bad mood", anxiety, nausea, and unspecified symptoms of hyperglycemia. The customer's mother administered an insulin injection (dose unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.